Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-02259 for the other associated device information. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a stone. However, the basket failed to crush the stone. Another trapezoid¿ rx basket was used, but still failed to crush the stone. The procedure was completed with the third trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.